Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ system for rapid detection of flu a+b clia-waved kit false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer noted that there was no flow through the c line and the analyzer gave positive result and that was the erroneous result I meant. I followed up with the customer and noted again that sample was repeated and not reported out. Customer problem: customer reported flow issue with about 5/6 cartridges lot 0134984, there is flow issues and when more drops are added abut 7-10 drops it still doesn't flow through the c and t lines and sometimes thre are smudges and one gave positive result where there was no flow through c line. Reported flow issue.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0134984. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd veritor¿ system for rapid detection of flu a+b clia-waved kit false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer noted that there was no flow through the c line and the analyzer gave positive result and that was the erroneous result I meant. I followed up with the customer and noted again that sample was repeated and not reported out. Customer problem: customer reported flow issue with about 5/6 cartridges lot 0134984, there is flow issues and when more drops are added abut 7-10 drops it still doesnt flow through the c and t lines and sometimes thre are smudges and one gave positive result where there was no flow through c line. Reported flow issue.